Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from date the manufacturer became aware of the event.

Event description:
It was reported that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.